Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced the device no longer inflating. A ultrasound was performed, and the physician confirmed a fluid leak from this device. The patient has a revision scheduled. There were no patient complications reported.

Manufacturer narrative:
Updated b5 describe event, d6b explant date, h6 impact code. Correction to e1 initial reporter.

Event description:
It was reported that the patient this inflatable penile prosthesis (ipp) was no longer inflating. An ultrasound was performed, and the physician confirmed a fluid leak from this device. The ipp was replaced, and there were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. The cylinders and pump were visually and microscopically inspected, and leak tested. One cylinder presented a hole and tool mark on the outer tube, at the proximal end, consistent with sharp instrument damage. The other cylinder and pump showed no signs of abnormalities. Both cylinders and pump passed the leak testing. The pump was functionally tested and did not pass the deflation or activation test. Based on the information available, the reported inflation issue was confirmed.

Event description:
It was reported that the patient this inflatable penile prosthesis (ipp) was no longer inflating. An ultrasound was performed, and the physician confirmed a fluid leak from this device. The ipp was replaced, and there were no patient complications reported.